Event description:
It was observed that during the device evaluation, the high flow insufflation unit supply pressure sensor was not working properly and there was liquid in the flat cable and in the front panel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to expired life expectancy of the printed circuit board, the supply pressure sensor does not work properly. The most probable cause of the complaint is a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. The cause could not be established for the liquid in the flat cable and in the front panel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction is being made to a previously submitted h6, h7 and, h9 fields. The h6 medical device problem code a0906 gas output problem has been added. Additionally, the h7 field has been updated to repair and the h9 field has been updated to 3002808148-10/09/2023-001-c.

Event description:
No additional information received from the customer.